Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had dirty lens. The event occurred during upper gastrointestinal endoscopy diagnostic procedure while the patient was under sedation. The intended procedure was completed with the same device. There were no reports of patient harm.